Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive at the upper right hand corner and the wake button had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turned on when plugged into a power source and the touchscreen functioned as intended. Customer's blood glucose level was not impacted. The customer reported that the pump would continue to be used for insulin therapy.